Event description:
Boston scientific crm received information that during the device replacement procedure from the old implantable cardioverter defibrillator (ICD) to this new ICD, measurements were taken with a competitor's pacing system analyzer, and were within normal range, except for the atrial impedance at 247 ohms. These measurements were then tested using this new ICD, and all measurements again were within normal range, expect for the atrial impedance was less than 200 ohms. The physician elected to replace the atrial lead. An induced 1.1 joule low energy synchronized shock was then performed to check the rv lead integrity. The 1.1 j shock was successful with a normal shock impedance. A ventricular fibrillation (vf) episode was then performed, and the device detected the vf accurately. However, when the device delivered a 31 j shock, an error message appeared on the programmer screen indicating a short circuit condition was detected during shock delivery. An external shock was delivered, and the vf was converted. The nursing staff noted hearing the device pop. The physician then elected to replace the right ventricular (rv) lead. All lead measurements were tested, and were within normal range. Another new ICD was connected to the new atrial lead and ventricular lead, and a vf was induced, and was successfully converted with the new device and leads.

Manufacturer narrative:
This ICD was explanted, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available this report will be updated. Upon receipt in our post market quality assurance laboratory, detailed analysis verified this device had a battery status in beginning of life (bol), and shocked into a shorted lead condition during the implant procedure. The device case was opened, and it was confirmed that the plasma fuse was blown, and the flex circuit was damaged resulting in no therapy being available. The high energy damage to the device was induced by shocking into the shorted lead condition.